Event description:
Healthcare professional reported, right side "possible deflation". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: no observed, openings on the device. Additional observations: crease fold observed, on the device. Wear abrasion observed, inside the device. No further actions are required, as the device was implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "possible deflation". The device remains implanted.